Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil distal to suture tie impression. Visual inspection of the lead also found clavicle crush damaging the outer and inner insulations and fracturing all five filars of the outer coil at distal to suture tie impression. The cause of noise resulting in oversensing was due to the insulation damage and fracture of the outer coil which is consistent with the reported event of clavicular crush. Also, the cause of noise resulting in oversensing was due to external abrasion breaching the outer insulation and exposing the outer coil which is consistent with friction to another device or feature of patient anatomy. The reported events of noise resulting in oversensing and clavicular crush were confirmed.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, automatic mode switch due to noise resulting in oversensing was observed on the atrial lead. Diagnostic imaging was performed which confirmed lead damage due to suspected clavicular crush. The lead was explanted and replaced to resolve the event and the patient was in stable condition.